Manufacturer narrative:
The product was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the issues were related to dry eye. The company lens with 20.5 diopter add power +2.17/+3.25, was replaced with an unspecified company lens, diopter was not provided. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, after intraocular lens implantation surgery, the patient was dissatisfied with quality of vision. Hence the lens was explanted and replaced with company specific lens in a secondary procedure. The clinical reason for explant was unhappy with quality of vision. Additional information was requested, yet no new information was received.